Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that after a novasure procedure on (B)(6) 2024, the physician observed a hole in the array post ablation. No patient impact was reported. Device was discarded.